Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 149 mg/dl. The customer was asked if he recalls any significant events leading to keypad issues and he said none. The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue the use of insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened act buttons dome switches. The insulin pump was received with minor scratched liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.